Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable was connected then pump started alarming approximately 15 minutes later, high pressure alarm. Line was flushed, repositioned to ensure no kinks, pump was changed, alarm could not be resolved so infusion was cancelled. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: additional information received on 19-june-2023 via email "in all 3 events the cadd cassette was filled with a hazardous anti-cancer drug, blinatumomab so product will not be returning. A total of 5 different pumps were used across the 3 events. The original 3 pumps used, then another pump for each of events 2 and 3 when the original pumps alarmed. For event 2 the change of pump resulted in successful administration, no alarm occurred with this pump. Serials numbers are not available and ehl cannot be provided. Operator of device was updated from health professional to patient/lay user. No patient injury. No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.